Event description:
It was reported an 8/6 amplatzer duct occluder was chosen for implant on (B)(6) 2022. During the procedure, at deployment the retention skirt of the occluder did not open properly, presenting with a deformation. The device was resheathed 2-3 times. There was no kink or angulation noticed in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. While one image was received from the field which appeared to show the disc of the device deployed deformed in the patient, when the device was returned to abbott for investigation, the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.